Event description:
It was reported that a revision surgery was perfomed due to an adverse reaction to metal debris and tissue necrosis. The acetabular and femoral head components were removed, however, the femoral stem has been left implanted.